Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation to treat cystocele, rectocele, enterocele, and vaginal prolapse. It was reported that post implantation the patient experienced pelvic pain and underwent excision of mesh, vaginal revision and drainage of hematoma on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 07/29/2016.